Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2011, the patient underwent following procedures: posterior lateral pedicle screw instrumentation, l4-5.lumbar decompression at l4-5 to decompress the l4 nerve root. Posterior lateral arthrodesis using compression resistant matrix, locally harvested bone graft and bmp soaked sponge, l4-5. Lumbar decompression at l4-5 to decompress the l5 nerve root. Use of locally harvested bone graft, morselized. Preoperative diagnosis: lumbar degenerative disc disease with instability and radiculopathy, l4-5. As per op notes, ¿a posterior lateral arthrodesis was then constructed using compression resistant matrix, locally harvested bone graft which had been previously morselized, and a bmp soaked sponge. This was placed in the lateral gutters, spanning the transverse process of l4 and l5, which had been previously decorticated.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.